Event description:
It was reported that the tip of the device was fractured during implantation into the meniscus. The broken piece was removed and another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the juggerstitch was returned without any packaging material/components and has not been cycled. The pusher wire with teeth is bent and the clear sleeve has some creases in the same area as the bent pusher wire. The needle has fractured and was returned with both anchors and sutures in the needle. The fractured portion of the needle with the anchors and sutures is also damaged. Confirmed that the handle is translucent green and the push button is visually conforming to the print. Fracture analysis determined a bending overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.